Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4).

Event description:
It was reported to boston scientific corporation on march 8, 2019 that a flexiva ID 200 laser fiber was opened for used in a laser lithotripsy procedure performed on an unknown date. According to the complainant, during preparation, when taking the fiber out of the package, the tip broke. The procedure was completed with another flexiva ID 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.